Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and after pocket closure, the shock impedance fluctuated greatly from 0-41 ohms. The pocket incision was reopened, and inspection of the leads revealed no visible defect. The device was re-implanted, and the shock function was switched off. An x-ray was obtained the following day and sent to technical services for review. Technical services noted the x-rays are not conclusive in revealing any abnormalities. Troubleshooting recommendations were provided, and it was recommended the patient is followed via the latitude remote patient monitoring system as right ventricular (rv) and shock impedance alerts are available to monitor lead integrity. Of note, the rv lead is not a boston scientific product. No other adverse patient effects were reported.